Event description:
The customer reported receiving eight (8) erroneous high patient results for sodium(na) on the dxc 800 pro clinical chemistry analyzer. The erroneous patient results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer verbally provided four (4) patient results.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 800 pro clinical chemistry analyzer system. The fse inspected the instrument and found cracked flowcell assembly acrylic block. The fse reviewed sodium calibration data and noted sodium calibration values indicated carbon bridge replacement. The fse returned onsite a second time on work order wo-04450266 and found the modular chemistry (mc) sample syringe was partially clogged. The fse determined multiple hardware was the cause of the issue. The fse as troubleshooting measure proactively replaced sample probe, and vacuum pump. The fse cleared out blockage from the mc sample syringe, replaced flowcell assembly acrylic block, carbon bridge and performed instrument preventative maintenance. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(4). Beckman coulter internal identifier is (B)(4).